Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime/a33 test and occlusion test due to a33 alarm. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, reservoir tube cracked and cracked reservoir tube window corners.